Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller used a tandem charging cable and wall adapter during the incident and resolved the issue by leaving the adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to begin charging. No further assistance was required.